Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window, and cracked case near display window corners noted during visual inspection. All buttons function properly. No button error alarms noted. However, moisture damage was noted on keypad traces.

Event description:
Customer reported that the insulin pump returned a button error alarm. Blood glucose level was 199 mg/dl at the time of the call. No further information was provided.